Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) identified the failure and noted that a part would be needed to fix the drawer. The boards were tested, and the drawer board had failed, causing the system to power off when connected. The failed drawer was replaced as small parts were not available. After the drawer was configured, the firmware was updated, and the failure was cleared. Acceptance tests were run, and the results were posted to the work order. The hardware test application was used to test the drawers, and all tests passed without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.